Event description:
Power knob on defibrillator came just loose enough that it could be turned to all power setting on the front decal without actually changing the power setting. The result was that the staff did not know what setting they were actually in.

Event description:
Response: biomed lead at overlake hospital medical center, reported that the power knob on the defibrillator came just loose enough that it could be turned to all power setttings on the front decal without actually changing the power setting. He stated that the result was the staff did not know what setting they were actually in. On august 18, 2005, a field service representative from invivo corporation contacted reporter in order to gather further information regarding the event. The report reiterated that the power knob was loose and the nurse didn't notice. Reporter stated that he fixed the device and put it back into service. Reporter also indicated that there was no need for the device to be returned to invivo corporation for further evaluation. Response: there was no testing done on the device in question. It was reporter to invivo that the hospital's biomed lead fixed the device in question and put it back into service. The biomed lead indicated that there was no need for the device to be returned to invivo corporation for further evaluation. Response: there was no other evaluation of other information conducted. According to a subsequent telephone conversation with the hospital's biomed lead, the biomed lead fixed the device in question and put it back into service. The biomed lead indicated that there was no need for the device to be returned to invivo corporation for further evaluation. Response: in a subsequent telephone call with biomed lead, it was reported that the biomed lead fixed the device in question and put it back into service at the hospital. The biomed lead indicated that there was no need for the device to be returned to invivo corporation for further evaluation. To invivo's knowledge, the device remains in service at the hospital. Reponser: there have been no changes or modifications in the device since first marketed that would be related to the event described in the medical device report. Response: distribution of this device began in december of 1996 and the device was discontinued in august of 2003. A total of four hundred three (403) devices were distributed throughout this timeframe. A review of all customer service calls from the years 2000 - 2005 revealed that there were eighty-eight (88) reported problems with this device during this timeframe, resulting in 0.22 problems per unit for this 69 month period. This number does not included the failure rate for paddles. The company initiated a recall of the paddles for this device in 2002 because of wire breakage at the supplier of the paddles. FDA reviewed and closed the recall in 2003, (reference z1360-2). Since the problem with the paddles was corrected, there were have not been any other reported problems with the paddles.